Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient was seen in the physician office due to tones emitting from the device. During the interrogation, the physician reported a code 1003, indicate of a low voltage alert and premature battery depletion (pbd). A technical service (ts) consultant was asked to review device disk data. Ts advised a device data would need to be submitted for them to review. However, advised that the device would need to be replaced. The physician admitted the patient to the hospital for a revision procedure.. The device remains implanted. No adverse patient effects were reported. New information was received indicating that this implantable cardioverter defibrillator (ICD) device was explanted, and a new device implanted. Besides surgical intervention, no adverse patient effects were reported. The explanted device is expected to be returned.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient was seen in the physician office due to tones emitting from the device. During the interrogation, the physician reported a code 1003, indicate of a low voltage alert and premature battery depletion (pbd). A technical service (ts) consultant was asked to review device disk data. Ts advised a device data would need to be submitted for them to review. However, advised that the device would need to be replaced. The physician admitted the patient to the hospital for a revision procedure.. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Review of device memory confirmed that a low voltage alert code 1003 was recorded. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised low voltage capacitors. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Investigation has determined that the low voltage capacitors can become compromised due to the presence of excess hydrogen gas within the device case. The issue with these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal.

Event description:
It was reported that this patient was seen in the physician office due to tones emitting from the device. During the interrogation, the physician reported a code 1003, indicate of a low voltage alert for the projected remaining capacity. It was reported that a premature battery depletion (pbd) was suspected. A technical service (ts) consultant was asked to review device disk data. Ts advised a device data would need to be submitted for them to review. However, advised that the device would need to be replaced. The physician admitted the patient to the hospital for a revision procedure. The device remains implanted. No adverse patient effects were reported. New information was received indicating that this implantable cardioverter defibrillator (ICD) device was explanted, and a new device implanted. Besides surgical intervention, no adverse patient effects were reported. This device has been returned, and product analysis completed.